Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. One sample and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that the sample has seven ink dots on the barrel collar. The condition observed is non-conforming per product specification. Potential root cause for the ink dots defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4283385. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309646. Batch # 4283385. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Hello, I am writing to inform you that we received a contaminated/dirty 5ml syringe product. The tip appears to be contaminated. We discarded the plunger. Please see attached photos of the syringe. Date of incident: (B)(6)2025 product name: bd. I am writing to inform you that we received a contaminated/dirty 5ml syringe product. Date of incident: (B)(6)2025 product name: bd 5ml syringe luer-lok tip material/catalogue #: 309646 lot #: 4283385 thank you in advance for your attention to this matter.